Event description:
During index procedure, a submarine balloon was used for pre-dilation. During pre-dilation a dissection occurred.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause of dissection unknown - limited information available), inherent risk of procedure (dissection).